Event description:
Dystonia pt is currently in a coma. In 2002, pt was refilled by hosp. (The pt is usually filled by the home health care nurses). The pt states "the hosp did not know what they were doing". During the following weekend the spasticity returned to baseline and the pt had hypertension. On sunday the pump was increased from 1300ug/d to 1400ug/d. On monday the dose was returned to 1300ug/d. On tuesday night, less than 5 cc were aspirated but they expected 13.7cc. The pump was refilled again. During the day on wednesday, the pt reports feeling better. Wednesday night the pt's attendant called 911 because the pt is very sleepy. Today, the pt is in a coma. The nurse states that she is unsure whether the overdose was caused by lioresal or valium.